Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 12.5mm reamer head for ria 2 sterile (product code: 03.404.021s & lot no: 46p3546) was received at us customer quality (cq). The visual inspection of the received device showed that all four (4) holding prongs were broken off from the received reamer head. Some of the broken prongs were not returned. Based on the photos/x- rays attached in the pc it can be determined that the broken fragments are remained in the patient¿s femur. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post manufactured damage and an accurate dimensional inspection could not be obtained due to broken condition of the prongs. Document/specification review: the following drawing reflecting the current and manufactured drawing was reviewed: current/manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received device as the holding prongs were broken off as complained. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure, the reamer head detached while in the femoral/tibial canal causing the leg of the ria 2 head to break when the trigger was pressed. The four legs of the reamer head were left in the patient. There was patient consequence. There is no further information available. Concomitant device reported: unk: ria (part# unknown; lot# unknown; quantity: 1). Unk: rods: (part# unknown; lot# unknown; quantity: 1). This report is for (1) reamer head f/ria 2 ø12.5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.404.021s, synthes lot # 46p3546, supplier lot # n/a, supplier batch # 6911012, release to warehouse date: march 23, 2020, expiration date: march 1, 2030, supplier: (B)(4), no ncr's were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Photo investigation: the device was not returned. A photo-investigation was performed based on all the images/x-rays. Upon inspecting all the photos/x-ray provided, the fragments of reamer head flange was observed to be embedded in the patient. The reported embedded condition can be confirmed with the information provided. The root cause of the reamer head breakage can be confirmed due to deviating from the recommended surgical approach of 10° as described in detail under a CAPA. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation was initiated to define any further action related to the breakage. This complaint condition cannot be investigated further until all the open activities will be concluded. H9: FDA correction/ removal reporting no.: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.